Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi clinical sales representative (csr) informed the fse that when the surgeon moved the left master tool manipulator (mtm), the right instrument would move, and vice versa. Additionally, when the surgeon moved the instruments out, they would move inward, and vice versa. The site performed a power cycle and the system operated fine. The fse was unable to reproduce the reported issues on both surgeon side consoles (sscs). No system errors were observed. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. The site contacted isi technical support on a later date and reported that the issue had returned. The fse went back to the customer site to perform additional troubleshooting. The fse was able to duplicate the reported problem using the site's endoscope. The fse noted that the issue may be related to a few possible user instrument misplacements and/or not having the proper entry guide settings causing "user confusion" as found in the user manual. The fse performed additional testing and no other issues were found. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced reverse movement on the patient side manipulators (psm). The customer stated that they were in the process of reseating the endoscope and may exchange it. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
When intuitive surgical inc. (Isi) field service engineer (fse) installed the instruments on the opposite side going across it¿s desired instrument lumen door, a gap was created with an ¿x¿ shape resulting in a ¿normal¿ view for the surgeon. This results in user confusion that is visible on the surgeon side console (ssc) and vision side cart (vsc) monitors. When manipulating a desired arm, the surgeon views a ¿normal¿ setup but is actually viewing and controlling the opposite arms. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to improper customer setup. Based on fse's field evaluation, the issue may be related to misplacement of the instruments and/or incorrect installation of the entry guide. It can be resolved by ensuring proper setup of the instruments and entry guide.

Event description:
Refer to h11 for follow-up information.